Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the device was torn. The lens was not implanted and there was no patient injury. The aq cartridge, lot number unknown, was used. The model and lot numbers of the injector was not specified by the facility.